Event description:
During follow-up, undersensing was observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.